Event description:
It was reported that the patient presented during procedure. Prior to the implantation of the lead, it was noted that the helix of the lead failed to extend. The procedure was completed using an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix extension anomaly was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, visual inspection, and analysis of helix did not identify any anomalies.